Event description:
It was reported that patients ipg is at end of life. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
Section b3: date of event is estimated. Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.